Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician indicated that during the patient follow-up, the ventricular lead impedance measurements were high (>3000ohms). A reintervention was subsequently performed, and the ventricular could be easily removed from the device by pulling without the use of a screwdriver. Psa measurements of the lead were fine. Another pacemaker was implanted to correct the issue.

Event description:
The physician indicated that during the patient follow-up, the ventricular lead impedance measurements were high (>3000ohms). A reintervention was subsequently performed, and the ventricular could be easily removed from the device by pulling without the use of a screwdriver. Psa measurements of the lead were fine. Another pacemaker was implanted to correct the issue.